Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f704 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f704 identified an increase in complaints associated with the "centrifuge bowl leak/break" complaint category. As a result, an investigation has been initiated in response to the increase of "centrifuge bowl leak/break" complaints observed with kit lot f704. Trends were reviewed for complaint categories, centrifuge bowl leak/break, leak centrifuge alarm and damaged parts/components - centrifuge bowl outlet. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer sent an email to report a centrifuge bowl leak/break during the treatment procedure. The customer stated at the end of the first cycle of the procedure they received a leak centrifuge alarm. The customer aborted the procedure and did not return blood to the patient. The customer stated the centrifuge bowl had no movement between the base component and bowl outlet. The customer stated the patient would start treatment on a different instrument that same day. The customer did not return product for investigation.